Event description:
It was reported that every time the patient presents for follow-up, there appears to be a device connectivity issue. The device would not communicate via radio frequency (rf) telemetry. After a few unsuccessful attempts and disconnecting the rf telemetry from the programmer, the device was successfully interrogated via inductive telemetry. There were no adverse health consequences, the patient was stable.